Event description:
The issue occurred (B)(6) 2025.

Manufacturer narrative:
H2: additional information was received and added in section b5 regarding the event occurring on (B)(6) 2025. Section b3 was updated to reflect this information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735740, software version: 2.1.0 work order completed: h3, h6) a manufacturer representative (rep) went to the site to test the navigation system. It was reported that there was no issue with the system. Codes b01, c19 and d14 are applicable. F1908 was added to reflect the 20-30 minute delay. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that there was an alleged inaccuracy. It was alleged that the site was experiencing inconsistent inaccuracies where the instruments were showing in the software. It was stated that the site had taken three imaging images and still had inaccuracies with tool location. The inaccuracy was noted to degrade as the case continued. It was reported that the surgeon workflow is as follow: open decompression, new incision above (cephalad) for spine clamp, remove retractors, imaging spin, re-place the retractors, verify with known anatomy, place screws with navigation, then a verification spin. It was noted that the known anatomy accuracy was "slightly inaccurate" after the spin and degraded. Technical services (ts) recommended placing retractors during the spin rather than removing and re-placing them after a spin and advised working towards the reference frame. It was also noted that it appeared that the alleged inaccuracy was about 5-15mm depending on view. There was a 20-30 minute delay to the procedure.